Event description:
Plus orthopedics USA has rec'd a report from a surgeon of a pt indicated as having a post-surgery status of "excessive valgus" of the right leg. Based on conversation between plus USA and the surgeon it would appear that the reason for the excessive valgus condition is related to the use of standard instrumentation in conjunction with the plus orthopedics' pigalileo system; which requires pigalileo-specific instrumentation, not available to the surgeon at that time. The pigalileo system was not designed to be used with either standard instruments or mis instruments. As a result an alignment error apparently occurred, resulting in the valgus condition. Additional discussions with the surgeon will occur to try and establish the exact cause of the valgus condition of the pt.